Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding diagnostic testing, patient data or further event details. Device labeling addresses the possible outcome of leakage as follows: a balloon with a leaking valve must be removed immediately. A deflated balloon can results in a bowel obstruction, which can result in death. Bowel obstructions have occurred as a result of unrecognized or untreated balloon deflation. Device labeling addresses the reported event of pain as follows: possible complications of the use of the orbera¿ system include: abdominal or back pain, either steady or cyclic.

Event description:
Physician reported that patient experienced green urine and pain. Device was removed and replaced.